Manufacturer narrative:
(B)(4). One used lf1537 was received for evaluation and visual inspection found minimal tissue between the jaws. The reported condition was confirmed. Investigation found that the latch was resistant and did not open and close smoothly; therefore, the jaws were difficult to open. All features of the handle body were intact and the ski was not bent or deformed. Inspection noted little or no spray lube applied to the latch during assembly and this would contribute to the latching difficulty. Engineering personnel has re-instructed the assembly operators on properly applying the lube spray per the manufacturing instructions. The investigation identified the root cause of the reported event to be attributed to lack of lubrication on the internal ski track. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that the jaw of the device did not open completely after it sealed the tissue. The incident occurred during a lap colectomy and no medical intervention was required. The surgery time was not extended and there was no patient injury.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.